Event description:
It was reported that this right ventricular (rv) lead exhibited rising automatic thresholds after a it was used to replace another lead approximately 10 days earlier. It was suggested by technical services that likely causes were local inflammatory response or a dislodgement of the lead. This lead was subsequently replaced with an epicardial lead during an open heart valve surgery. It was believed the patient's tissue was the likely cause of the rising thresholds as it had happened on two occasions. No additional adverse patient effects were reported.